Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "connecting tube coating peeling off" malfunction would likely be stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had a part of the bending section cover hanging. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the coating of the image guide pipe was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube had coating peeling. In addition, the evaluation found the following; due to wear of the angle wire, the bending angle in up direction does not meet the standard value. The connecting tube and the universal cord had dents. The connecting tube, the control unit, the switch box, the grip, the angulation lever, the up/down plate, the universal cord, the protector of the universal cord on the control section side and the suction connector all had scratches. The bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.